Event description:
It was reported that the user experienced a hypoglycemic event that required ems assistance, with no additional details available and no alerts or alarms reported. Symptoms included low blood glucose requiring emergency medical assistance. Outcomes included transient health impact due to hypoglycemia without reported hospitalization. Investigation included attempts to contact the user to obtain additional information. Investigation of this case revealed that the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.